Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 235 mg/dl. During troubleshooting with tandem technical support (cts), it was identified that the customer wears the pump against the skin. Cts advised the customer to avoid abrupt temperature changes with the pump.